Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary ==> the products were returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the devices received. Both devices were received in used condition, they were found to have the white suture broken, also slight marks of of foreign matter, presumably biological were noted in partial parts of the white sutures and one of the buttons. The button, green and white-green sutures do not show structural anomalies. The manufacturer performed an investigation with the following results; the batches have been assembled by operators trained and certified on the process validated in production. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. We cannot assembly with a suture breakage the assembly and the suture are protected with the box. The suture cannot break. The analysis showed that the production controls implemented must guarantee 100% detection of this type of problem if it was generated in neuchâtel. The bounding is limited to this part because the analysis of the complaint shows that there is no other case of defect for this lot. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated processes. The root cause is not related to manufacturing. The overall complaint was confirmed as the observed condition of the rgdloop adjustable stnd would contribute to the complained device issue. Based on the investigation findings and given that the devices were returned in used condition, the out of the box failure cannot be substantiate, however the potential root cause for the broken sutures can be attributed to procedure variables such as excessive counter tension or other instrument that pulls the white suture which creates a stress point on the suture, consequently the suture broke. As per IFU: the steps for a proper insertion are provided. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a review of the batch manufacturing records was conducted on finished lot number 156l540: and no related non-conformances were identified.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during an anterior cruciate ligament reconstruction procedure, it was observed that the rgdloop adjustable stnd device was broken off upon opening its package. Changed to another one to continue the surgery but the same problem happened again. During in-house evaluation of the photos received from the customer, it was determined that both sutures were outside its packaging and broken. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). Investigation summary ==> photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Upon visual inspection of the photos, it was noted that the sutures on both devices were broken. The sutures are not on the card and are completely out of the packaging. The observed conditions of the devices are indicative that they were handled. The manufacturer performed an investigation with the photos provided by the customer with the following results; the batchs have been assembled by operators trained and certified on the process validated in production. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. We cannot assembly with a suture breakage the assembly and the suture are protected with the box. The suture cannot break. The bounding is limited to this part because the analysis of the complaint shows that there is no other case of defect for this lot. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated processes. The root cause is not related to manufacturing. The overall complaint was confirmed as the observed conditions of the rgdloop adjustable stnd would contribute to the complained devices issue.¿ based on the investigation findings the potential root cause can be traced to procedural variables, such handling of the device, or product interaction before procedure; the device was mishandled while it was being unpacking and consequently cause the suture damage. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4).